Event description:
A revision surgery was planned due to the patient's instability following the use of specific primary implants (stryker/tornier flex humeral and perform baseplate). The patient experienced pain and limited range of motion, prompting the revision despite no detectable loosening. Specific details regarding implantation dates, catalog/lot numbers, or reasons for the revision were unavailable. The procedure aimed to address discomfort and mobility issues by retaining the stem while reducing the space from a 12mm to a 9 spacer configuration. Additional information such as x-rays, patient demographics, or notable circumstances were pending or unavailable at the time.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation (stem remained implanted). The opinion of the medical expert was requested on this case despite the limited information provided, and stated as following: "most likely the instability was related to insufficient soft tissue tension, hence the revision with exchange of the glenosphere to one with a bigger diameter ("most likely the larger glenosphere added a lot (too much) of soft tissue tension that was compensated by bringing the total tray/insert thickness back by 3 mm"). There are no x-rays available showing implant positioning, therefore that cannot be assessed". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event must be available in order to determine the exact root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
A revision surgery was planned due to the patient's instability following the use of specific primary implants (stryker/tornier flex humeral and perform baseplate). The patient experienced pain and limited range of motion, prompting the revision despite no detectable loosening. Specific details regarding implantation dates, catalog/lot numbers, or reasons for the revision were unavailable. The procedure aimed to address discomfort and mobility issues by retaining the stem while reducing the space from a 12mm to a 9 spacer configuration. Additional information such as x-rays, patient demographics, or notable circumstances were pending or unavailable at the time.